Event description:
A customer called baxter corporate product surveillance to report a continu-flo solution set in which a leak was observed. According to the report, the tubing snapped about half an inch below the first y-site. The medication running through the line was lactated ringers and it leaked onto the patient. The staff changed the bedding and the patient's clothing, switched out the tubing and continued with the infusion. The event occurred during infusion. There was patient involvement, but there was no patient injury, medical intervention, or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was discarded and is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause can not be determined. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot.